Manufacturer narrative:
Concomitant medical products: product ID: 978b128, serial#lot# (B)(4), implanted: (B)(6) 2021, explanted: product type: other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is feeling a burning sensation by their lead incision. Patient stated the area will burn and hurt and they will notice it especially when they sit. Patient stated the burning will go through stages sometimes really bad and sometimes just there. Patient also noticed they are feeling pain in their private areas. Patient stated they can feel the sensation "going down the crack". Patient stated they have a very high pain tolerance. Patient also stated they have experienced a return of symptoms. Patient mentioned their device is not making them go to the bathroom like it was and not emptying all the way. Patient confirmed they have no recent falls or traumas.  Patient declined to be walked through how to do either of these. The patient was redirected to their healthcare provider to further address the issue when they return. No further patient complications are anticipated or expected as a result of this event.